Event description:
It was reported that the external pulse generator would not shut off when it was powered down, that the battery had to be pulled. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported phenomenon of not shutting off when it was powered down. Analysis did find that the liquid crystal display (lcd) gasket was obstructing the view of the lcd, that the upper and lower cases and the lead flex cover were broken and contaminated, that one bail cover was broken, the battery contacts were compressed, the keyboard was scratched and the lcd, main printed circuit board and the battery flex were all corroded. It was noted that due to extensive damage the unit was being returned to the customer unrepaired. (B)(4).